Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced diabetic ketoacidosis while on insulin pump therapy with blood glucose measuring 600 mg/dl with large urinary ketones, numb lower extremity, breath smelling of sulfur, dry heaving, seeing yellow and spots, chest pain, abdominal pain, blood-shot eyes, polydipsia, dehydration, lightheadedness, extreme drowsiness and irate affect. The patient was reportedly hospitalized and treated with intravenous therapy and not eating with blood glucose then dropping to 56 mg/dl for which the health care provider provided juice. The patient¿s blood glucose then normalized. The reporter alleged a communication failure; pump and meter not communicating. Troubleshooting completed by animas customer support revealed that after changing the radio frequency channels, the devices were communicating. This complaint is being reported because the patient experienced serious injury while on in insulin pump therapy associated with a training/misuse issue.